Event description:
This is being submitted following a retrospective complaint review. It was reported by user facility that during a shoudler arthroscopy that the pump would run by itself. A minor extravasation noted during case. Procedure changed to open procedure. Pt discharged day of surgery.